Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code device revision or replacement and joint instability.

Event description:
After review of medical records, clinic visit dated 05 aug 2019 indicates suspected cup loosening/inlay wear, history of dislocation of the right hip on (B)(6) 2019 with independent repositioning (primary surgery date 2009). X-ray and CT on (B)(6) 2019 reports significant malrotation of the left prosthetic socket with suspicion of ceramic breakage on the edge of the cup and foreign bodies at the level of the prosthetic neck. Patient was advised to use forearm crutches and to limit mobility radius to the bare minimum. Operative notes from the revision surgery on (B)(6) 2019 indicate that the patient was revised to address fracture of the ceramic inlay. Prior to being revised, patient reported creaking noises during movement for a duration of about 2 months along with moderate pain. Radiographically, radiopaque, sharp-edged shadowing was seen caudal to the femoral neck. CT scan results confirmed that there was a fracture of the ceramic component/s. Intraoperative findings include moderate metallosis, traces of polished metal in the area of the femoral head from the eruption of the ceramic lip, increased anteversion of the prosthesis shaft and cup. The cup was noted to be intact. Doi: (B)(6) 2006 - dor: (B)(6) 2019 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a fracture of a ceramic hip inlay left side. Doi: 2006, dor: not planned yet as a continuing care inlay needs to be manufactured first.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: evaluation codes. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.